Event description:
Stratis/ medtronic (covidien) received information through clinical data review that the patient was treated with a solitaire for a left sided carotid terminus occlusion. Tici 3 was achieved post the solitaire and penumbra device usage. Vasospasm was reported to have occurred and 30mg of nitroglycerin was given. Dyna computed tomography taken after the procedure revealed contrast staining within the basal ganglia on the left side. No other complications were reported.

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. The lot number was not provided. Attempts were made to obtain the information without success. (B)(4).